Event description:
The following information was reported to gore: on (B)(6) 2025, this patient underwent an endovascular treatment for thoracoabdominal aortic aneurysm using gore® excluder® thoracoabdominal branch endoprosthesis (tambe). In this case, a steerable sheath (agilis nxt steerable introducer) was used to femoral access to the portal, so the removable guidewire tubes, except for the portal for superior mesenteric artery (sma) were removed prior to insertion of tambe into the body. This was due to the patient's shaggy aorta in the thoracic area. The physician did not want to use a pull-through guidewire. After full deployment of tambe, the physician noticed that the celiac origin was more distal than anticipated, and they found that the tambe was positioned approximately 5 cm more proximally than the intended position, resulting in a longer-than-expected distance between the tambe portals and the target vessels. Reportedly, the cause of unintended placement was misreading of the celiac origin prior to the deployment. For the celiac artery, gore® viabahn® endoprosthesis with heparin bioactive surface (vsx) was deployed in the target vessel and then, gore® viabahn® vbx balloon expandable endoprosthesis (vbx) was deployed as a bridging device to the portal. A confirmation angiography showed that the common hepatic artery was unintentionally covered by the vsx device. No treatment was given for the unintentional coverage, considering collateral circulation. For the sma, similarly, a vsx and a vbx were deployed, and no problems were found, though the cannulation to the target vessel took time. For the left renal artery (ra), the cannulation was also difficult. Eventually, a pull-through guidewire was advanced from the left axillary artery through the ra portal to the femoral artery access site, achieving cannulation to the left ra. While delivering a vbx device through the steerable sheath, the vbx stent graft dislodged inside the sheath. It was later found inside the handle of the steerable sheath and retrieved by removing the sheath. A new vbx was then successfully implanted. For the right ra, the cannulation was difficult as well; however, deployment of the devices was successfully done. All other planned devices were successfully implanted. The final angiography showed a minor endoleak of unknown type around the tambe device. No additional treatment was given for the endoleak. The patient tolerated the procedure. On (B)(6) 2025, after the procedure, the patient developed paraplegia. Spinal drainage was performed; however, the symptom did not improve at the time of this reporting. On an unknown date, postoperatively, the patient developed severe pancreatitis. It showed a tendency to recovery and is being monitored. The reporting physician commented as follows: 1) regarding unintentional coverage of splenic artery, the vessel morphological change was observed during advancing the device and it was difficult to visualize bifurcation. 2) regarding vbx dislodgement, repeated tip manipulations and prolonged use of the steerable sheath may have led to torsional kinking/narrowing inside the handle, so the vbx device could not cross the narrowed segment and the stent graft dislodged. 3) regarding the pancreatitis, the relationship between the pancreatitis and the procedure or device was unclear.

Manufacturer narrative:
Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: investigation findings and conclusions were updated to reflect the investigation results. H6: the manufacturing records were reviewed and documented in the product history task. The device lot met all pre-release specifications.